Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead of an asymptomatic patient had dislodged and was repositioned on (B)(6) 2014. The lead dislodged again on the following day. The lead was explanted and replaced on (B)(6) 2014.